Manufacturer narrative:
Summary of event: as originally reported, at the beginning of an angiogram, a cxi support catheter's hub separated. Contralateral access was obtained in the right common femoral artery to target the superficial femoral and tibial arteries. The anatomy was calcified and tortuous. A cook lunderquist wire was used for support. Other unspecified catheters were reportedly unable to be advanced up and over the bifurcation; therefore, the user decided to try the cxi, which had been flushed and the fitting wiped down with saline. Although resistance was encountered during insertion, the cxi advanced further than other catheters; however, upon attempted removal of the catheter over the wire, resistance was encountered, and the catheter "seized"/stuck around the lunderquist wire. The tech reportedly pulled hard on the catheter and wire, at which point the catheter hub separated. The cxi catheter was held and secured, and the lunderquist wire was slowly removed from the catheter. Another manufacturer's stiff wire was then advanced into the catheter, and the catheter was easily removed from the patient, over the stiff wire. A power injector was not used during the procedure. Per the reporter, all of the "issues" were related to the patient's diseased anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 20aug2024, the catheter shaft material was separated inside the hub. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter shaft had separated within the hub. The hub was flushed. A sample 0.035-inch wire was able to pass through the catheter shaft; however, the wire would not pass through the hub, due to the catheter shaft material left in the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s calcified and tortuous anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As originally reported, at the beginning of an angiogram, a cxi support catheter's hub separated. Contralateral access was obtained in the right common femoral artery to target the superficial femoral and tibial arteries. The anatomy was calcified and tortuous. A cook lunderquist wire was used for support. Other unspecified catheters were reportedly unable to be advanced up and over the bifurcation; therefore, the user decided to try the cxi, which had been flushed and the fitting wiped down with saline. Although resistance was encountered during insertion, the cxi advanced further than other catheters; however, upon attempted removal of the catheter over the wire, resistance was encountered, and the catheter "seized"/stuck around the lunderquist wire. The tech reportedly pulled hard on the catheter and wire, at which point the catheter hub separated. The cxi catheter was held and secured, and the lunderquist wire was slowly removed from the catheter. Another manufacturer's stiff wire was then advanced into the catheter, and the catheter was easily removed from the patient, over the stiff wire. A power injector was not used during the procedure. Per the reporter, all of the "issues" were related to the patient's diseased anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 20aug2024, the catheter shaft material was separated inside the hub.

Manufacturer narrative:
H3: device evaluated by mfg: other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.